Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files and the motor start report revealed motor start events, recorded on 17/sep/2023 at 19:37:17, on 04/dec/2023 at 07:45:18, on 12/jan/2024 at 22:02:30, on 18/mar/2024 at 16:49:13, on 04/may/2024 at 17:11:35, and on 11/may/2024 at 20:25:03, in which the motor start parameters were atypical. Additionally, 68 low flow alarms were recorded since (B)(6) 2024 and 56 high watt alarms were recorded since 09/jul/2024, and a sudden decrease in power consumption and estimated flows to parameters below normal operating range was logged on (B)(6) 2024. Furthermore, review of the controller log files associated with (B)(6) revealed two (2) controller power-up events, with associated motor start events, logged on 04/may/ 2024 at 17:11:27 and on 11/may/2024 at 20:24:59. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 71% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 72% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for 13 seconds and 11 seconds, respectively. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the high watt event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attribu ted, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the losses of power can be attributed to a disconnection of both power sources by the patient, as described in the event details, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-dec-2023 / serial or lot#:  (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 19-dec-2022 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed motor start events with parameters outside of the typical range. It was also reported that vad exhibited a low flow alarm and the controller exhibited an unexpected loss of power. The vad is included in the subgroup 3 population for delay or failure to restart. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files and the motor start report revealed motor start events, recorded on (B)(6) 2023 at 19:37:17, on (B)(6) 2023 at 07:45:18, on (B)(6) 2024 at 22:02:30, on (B)(6) 2024 at 16:49:13, on (B)(6) 2024 at 17:11:35, and on (B)(6) 2024 at 20:25:03, in which the motor start parameters were atypical. Additionally, 68 low flow alarms were recorded since (B)(6) 2024 and 56 high watt alarms were recorded since (B)(6) 2024, and a sudden decrease in power consumption and estimated flows to parameters below normal operating range was logge d on (B)(6) 2024. Furthermore, review of the controller log files associated with (B)(6) revealed two (2) controller power-up events, with associated motor start events, logged on (B)(6) 2024 at 17:11:27 and on (B)(6) 2024 at 20:24:59. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 71% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 72% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for 13 seconds and 11 seconds, respectively. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk d ocumentation, possible causes of the high watt event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the losses of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses. Additional products: d4: controller 2.0 serial # (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range, and high power.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad exhibited low flow and high watt alarms.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files and the motor start report revealed motor start events, recorded on 18/mar/2024 at 16:49:13, on 04/may/2024 at 17:11:35, on 11/may/2024 at 20:25:03, and on 30/sep/2024 at 21:02:41 in which the motor start parameters were atypical. Additionally, review of the alarm log file revealed forty-one (41) low flow alarms were recorded since (B)(6)2024 and twenty-eight (28) high watt alarms were recorded since (B)(6)2024. Log files also revealed a sudden decrease in power consumption and estimated flows to parameters below normal operating range was logged on (B)(6)2024. Furthermore, review of the controller log files associated with (B)(6) revealed three (3) controller power-up events, with associated motor start events, logged on 04/may/2024 at 17:11:27, on 11/may/2024 at 20:24:59, and on 30/sep/2024 at 21:02:32. No anomalies were observed leading up to the losses of power. The controller was without power for twelve (12) seconds, eleven (11) seconds, and twelve (12) seconds, respectively. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events to the controller on 04/may/2024 and on 11/may/2024 can be attributed to a disconnection of both power sources by the patient, as described in the event details. The most likely root cause of the loss of power to the controller on (B)(6)2024 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the unexpected loss of power was due to a double disconnect of power sources "while rushing to make power source changes.".